Event description:
It was reported that the patient scheduled an appointment on the day of the report because her symptoms had gotten worse and her programmer did not work (patient thought it was broken); which began two weeks prior. At the appointment, it was determined that the programmer was just out of batteries. Also, neither the patient or clinician programmers could read the implantable neurostimulator (ins). Another clinician programmer was used for confirmation with the same result. The telemetry issues also began two weeks prior when the patient tried to check the ins. No error messages were seen. Technical support was then called and it was thought that the battery was drained. It was stated that stimulation was up to 8.5 volts and the patient never tried other programs. The ins was replaced on (B)(6) 2014 and stimulation was at 2.8 volts on program 3 (-2,+0). It was thought that the battery drained due to the high amplitude. The healthcare provider (hcp) was unsure if this was normal, as he thought it was quick. There was no injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v896806, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life with no telemetry or output. There was no significant anomaly. There were no visual or electrical anomalies with the hybrid circuit. Destructive analysis of the battery did not find any internal anomalies that would have caused premature battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.